Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments or partial display noted. The insulin pump passed the self test and displacement test. The insulin pump was monitored and no missing segments or partial display noted during testing. Device received with cracked battery tube threads, minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had scratches on the screen and it was difficult to read the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.